Event description:
Lag screw driver had all four "teeth" at the tip already broken off when it was taken out of the tray during the case. The cause of the instrument breaking was not witnessed as it was not broken during use on that patient or case. It was removed from the tray already broken. The instrument is owned by the hospital and they kept the broken instrument for their own internal evaluation process.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned retained by hospital.

Manufacturer narrative:
Evaluation summary: the reported event was not confirmed. Review of the DHR revealed no deviations. Physical examination of the device was not possible as no item associated with the event was returned or made available for evaluation. No discrepancies were found during review of the manufacturing and inspection documents. As the device had been in use for a longer time (manufactured in 2006) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without problems reported. Based on the information given the root cause of the reported event cannot be determined.

Event description:
Lag screw driver had all four "teeth" at the tip already broken off when it was taken out of the tray during the case. The cause of the instrument breaking was not witnessed as it was not broken during use on that patient or case. It was removed from the tray already broken. The instrument is owned by the hospital and they kept the broken instrument for their own internal evaluation process.